Event description:
Tubing did not fill properly with pump (sn: (B)(4)). Once switched to back up pump. Pt was able to fill correctly. No other info known. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Diagnosis or reason for use: pah.